Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead fracture and an insulation anomaly were observed. The lead was explanted and replaced. The patient was doing well after the event.